Event description:
The account alleged the bed exit is not setting. No pt impact.

Manufacturer narrative:
The technician found the scale was not zeroed prior to placing pt in the bed. The technician zeroed the bed with pt out of the bed to resolve the issue.